Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support for assistance with a supply change for an ilet system and, after guidance, successfully filled a new cartridge, connected components in the correct order, observed drops, inserted a 23" 6 mm infusion set, and filled the cannula to resume insulin delivery; during this event the user experienced hyperglycemia with a peak blood glucose of 276 mg/dl for about one hour without alerts above threshold, back-up therapy, ketone testing, medical intervention, or hospitalization. Symptoms included elevated blood glucose without additional clinical effects. Outcomes included no lasting impact, no medical intervention, and no functional impairment. Investigation included customer support troubleshooting and education focused on cartridge fill, supply connection sequencing, infusion site insertion, and cannula fill. Investigation of this case revealed no device malfunction, with the event consistent with infusion set or supply-change transition leading to temporary hyperglycemia and resolution after proper set-up and cannula fill. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.